Event description:
On wednesday 7/29/92, at approx. 12:45 pm, the ventilator being powered by the transport battery pack, while plugged into an ac outlet that did not have current caused the ventilator, which had been running for almost four hours to stop operating. The patient wa given medications to eliminate his respiratory efforts and therefore could not breathe spontaneously. The patient's heart rate dropped down to 28 beats/minute, the cardiac monitor alarmed, and resuscitation was started by a nurse and physician that came into the room in response to the alarm. The ventilator alarm only sounded an intermittent beep each time a breath was delivered, even though there was no ventilation of the patient. There was no continuous ventilator inoperative alarmdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, telemetry failure, related to another drug/device, alarm - power. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device use continued with restrictions/limitations, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.